Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported patient was implanted with an impella 5.5 device for mechanical circulatory support. While on impella support, the patient experienced heparin induced thrombocytopenia positive. Heparin was withheld.